Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screw. The screw shows signs of attempted use including marking and scratching on the screw head and shaft. The screw has fractured just below where the threaded portion of the screw meets the screw head. The screw was sent for fracture analysis. The returned device was reviewed with a scanning electron microscope (sem) with an overall view of the proximal fracture. Sheared ductile dimples were found throughout the surface and appear to be propagated rotationally around the surface. The scan shows an area that is likely a crack exit as the ductile dimples are not sheared. Fracture surface artifacts suggest the torsional overload failure mode. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4) g2: foreign - china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured during a mandibular reconstruction. Another screw was used to complete the procedure. There were no consequences or impact to the patient. It was reported that no further information is available.